Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they were experiencing high blood glucose level and bolus not delivered. Blood glucose level at the time of the incident was 478 mg/dl. Customer experienced symptoms such as abdominal pain. Customer was treated with manual injection. Customer had been using insulin pump system within 48 hours of reported high blood glucose event. Customer was using auto mode at the time of high blood glucose level. Insulin pump had insulin flow blocked alarm. Customer performed troubleshooting for high blood glucose level. The customer will discontinue use of the device.